Manufacturer narrative:
Additional information: b2, b5, h11 radiographic image review: the ap x-ray of t11-sacroiliac fusion was provided. Multiple rods present. Screw fracture at iliac in right panel and rod fracture at l5-s1 in left panel was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. It was reported that the additional surgery was performed (B)(6) 2025 successfully and the broken rod was explanted.

Manufacturer narrative:
B2. Revision surgery scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision poster ior spinal fusion and posterior spinal instrumentation t11 to the pelvis. Pre-op diagnosis: bilateral l4-5 foraminal stenosis (stable compared to (B)(6) CT), right l5-s1 foraminal stenosis (also stable compared to (B)(6)) and bilateral si joint arthritis. It was reported that the patient had initial surgery on (B)(6)2023 and experienced low back pain and leg pain post-operatively, right greater than left. The unid rod was fractured at the level of the s1 screw on the left side and the right iliac screw was fractured. It is unknown if the screws are of medtronic products. There is a possibility of broken hardware stressing the bone. The patient is scheduled for a revision surgery on (B)(6)2025 due to low back pain and rod fracture. There were no further complications reported regarding the event.